Manufacturer narrative:
Tw: (B)(4). B4, g3, h2, h6, h11. History record review was completed for the lot#: 3000506603. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that cutter blade of vasoview 6 pro was malfunctioning. Second device was used to finish case. There was no patient harm. No procedure delay. No parts were left behind in patient.